Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact details: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) pre-use detection alarm electrical detection failure code 14. A getinge field service engineer evaluated pre-use detection alarm electrical detection failure code 14.the detection found that the drive valve group was faulty. After replacement, the detection equipment's various functional parameters were normal and delivered to the customer for use.no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that pre-use detection alarm, the cardiosave intra-aortic balloon pump (iabp) electrical detection failure code 14. Restarting the device is invalid. There was no personal injury caused.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.